Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, h6. A review of the complaint history for sn 14887161 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14887161 was performed from 23-feb-2022 to 23- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to save an override group configuration. A product support engineer found the issue identified in production incident 1336290 due to bug 1332958 being deferred. The system functioned as intended after being analyzed by the product support engineer.

Event description:
It was reported by the customer that a bd pyxis medstation system es caused a "critical patient misadventure" when users were unable to save an override group configuration. The customer later added that no procedure or patient was directly affected and that they were stating that it could become a problem in the future. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system caused a "critical patient misadventure" when users where unable to save an override group configuration. The customer later added that no procedure or patient was directly affected and that they were stating that it could become a problem in the future. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the issue identified in production incident (B)(4) and is being addressed by the software quality engineer and development operations teams for future release. The system functioned as intended.